Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient had edema where juvéderm® voluma¿ with lidocaine, juvéderm® volux¿, harmonyca¿ with lidocaine, and skinvive¿ by juvéderm®, at the site of the injection. The hcp interpreted the case as delayed type IV hypersensitivity. The patient was treated with antihistamines, lisinopril, and depot corticosteroids with improvement. The healthcare professional also stated that the reported symptoms are consistent with intestinal parasitosis in the days prior to the onset of the current condition. No parasitological rescue has been performed. Additionally, the patient was treated with juvéderm® volbella¿ xc from another healthcare professional for dark circles. The patient was presented with migration of the product to the malar festoon, and the previous product was removed before treatment.